Event description:
It was reported that during a calcaneal fracture surgery, the surgeon used the 5.5 qwix screws and a calcaneal plate. The surgeon could not read the depth gauge for the qwix screws, it was too faded out. Surgery was completed with no reported injury or adverse consequences to the patient. Surgery was delayed by 5 minutes. A spare device was not available.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.